Event description:
As reported: "the distributor asked the stryker sales rep to order the t2 alpha nail. The sales rep asked the distributor if it is antegrade nail or not, and the distributor answered it is ok to order antegrade nail. On the day of the surgery, the sales rep arrived at the hospital a little late. When the sales rep entered the operating room, it was found that the surgeon was creating an entry from the distal end. After hearing from the surgeon, it turned out that the distributor had given the sales rep the wrong order. The correct nail (femoral nail retrograde d13320mm, catalog# 22391332s, lot k18802f) was ordered urgently. The device was prepared and the surgery re-started about 5 hours later. During waiting time, the incision area was packed with gauze, wrapped around it, and covered with a cloth. Also, additional anesthesia was administered. Ultimately, the surgery was completed successfully by using the retrograde nail and the patient had a good outcome".

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Further details received from additional communication confirms that the distributor was a service provider and sales rep heard that the distributor reports the details to the doctor again and double-check was performed after receiving the order, but for the further root cause analysis, details about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "the distributor asked the stryker sales rep to order the t2 alpha nail. The sales rep asked the distributor if it is antegrade nail or not, and the distributor answered it is ok to order antegrade nail. On the day of the surgery, the sales rep arrived at the hospital a little late. When the sales rep entered the operating room, it was found that the surgeon was creating an entry from the distal end. After hearing from the surgeon, it turned out that the distributor had given the sales rep the wrong order. The correct nail (femoral nail retrograde d13320mm, catalog# 22391332s, lot k18802f) was ordered urgently. The device was prepared and the surgery re-started about 5 hours later. During waiting time, the incision area was packed with gauze, wrapped around it, and covered with a cloth. Also, additional anesthesia was administered. Ultimately, the surgery was completed successfully by using the retrograde nail and the patient had a good outcome".